Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/delivery test, off no power test and excessive no delivery test due to blank display. Unable to confirm excessive no delivery, low battery and motor error alarms due to blank display. Unable to confirm open circle icon anomaly due to blank display. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did contain more than one motor error alarm. Insulin pump also received a no delivery alarm. Customer was advised that insulin pump would need to be replaced.